Event description:
The facility rep reported a device that was overinfusing. This condition occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the evaluation, or if any additional details become available.